Manufacturer narrative:
(B)(4). Three actual samples were returned to the plant for evaluation. Visual inspection revealed that the chambers of the samples had separated from the tubing. Therefore, the reported condition was confirmed. An assignable root cause could not be identified. A batch review was performed on the reported lot with no deviations found. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a flo-gard IV administration set in which the tubing fell off of the drip chamber. The alleged defect was observed during set-up. There was no report of patient/user involvement, injury or medical intervention in association with this event. No addtional information is available.